Manufacturer narrative:
(B)(4). Initial reporter exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the acrobat suv vacuum stablizer system was used during a CABG procedure. The handle was closed, but the arm was loose, so the device was discontinued and replaced with a stabilizer from another manufacturer, which allowed the procedure to proceed without incident. There was no delay. No patent harm.

Manufacturer narrative:
Tw (B)(4) updated sections: b4, e3, g3, g6, h2, h6, h11. The investigation has been started since the complaint was received, the following contents have been conducted: 1. Device historical record review: the records of the reported lot have been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the 12 months from 18-dec 2024 to 17-dec 2025 (date of event), the occurrence rate for the reported issue is found to be 0.044% for acrobat suv/om-9000z, which is under anticipated occurrence rate. 3. Device evaluation: device was not received for evaluation, so the specific root cause for the reported issue is impossible to define. 4. Reviewing historical investigation records, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the ¿knob difficult/ unable to tighten-arm does not lock¿ and ¿acme nut lead in thread broken¿ is rotating the knob rapidly during customer using, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, the broken lead in thread would potential not smoothly engage or even not engage with the acme screw lead in thread during tightening, then the knob could not be tighten, and link arm could not be tightened. The failure mode is addressed in the risk management file and IFU. The device met all product specifications upon leaving the factory. There were no ncrs identified which could cause or contribute to the reported issue. The complaint history review did not identify an adverse trend. There were no consequences or impacts to the patient. It¿s determined that there is no relation between the batch manufacturing process and the reported failure. The trending will be monitored continuously.

Event description:
N/a